Event description:
It was reported that during routine follow-up this pacemaker was found to be in safety mode. The device was replaced on (B)(6) 2024. No patient complications were reported. It was not reported whether the device would be returned.